Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. B5: complemented event description. This complaint was initiated based on information received from the field. It was not possible to investigate the device as it was reported discarded post transcatheter removal. Also, no images were returned to gore for an imaging evaluation, hence it was not possible for gore to verify the patient¿s anatomical suitability in relation to the reported selection of a potentially undersized gore® cardioform septal occluder device. As no device investigation could be performed, gore is unable to determine if the size of the device indeed caused the reported migration. However, as this cannot be entirely excluded, gore reports an undersized device in the context of the migration in an abundance of caution. The available information does not suggest a device malfunction with respect to device performance. No further information was provided to gore for this patient. Based on the incident description and the subsequent investigation, we are unable assign a root cause. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: device embolization, repeat procedure to the septal defect.

Event description:
Reportedly on (B)(6) 2024 the device was snared from the patient via the femoral artery and the pfo was subsequently closed with a new amplatzer¿ occluder.

Event description:
It was reported to gore that on (B)(6) 2024 a 20 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). The implant procedure was reportedly uneventful with the device being stable and believed to be appropriately sized. Also, no anatomical challenges with regard to device placement were reported. After three month and prior to a neurosurgical procedure reportedly unrelated to the context of the pfo, imaging revealed that the device had lost its position and had migrated distally into one of the patient's iliac arteries. Reportedly, there was no follow-up for three months after the initial implant because the patient lived remote from the hospital. As a potential reason for the migration it was reportedly suspected that the occluder device might have been undersized. Reportedly, the device was snared from the patient via the femoral artery and the pfo was subsequently closed with a new amplatzer¿ occluder.

Manufacturer narrative:
H3, code "other": post removal from the patient, the device was reported discarded at the facility. Therefore, an engineering evaluation could not be performed. However, subject to availability, gore has requested medical images from the physician for an imaging evaluation. H6, type of investigation, code c19: the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.